Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation and investigation. From the attached photo in complaint information, the peeling of the tissue pad was confirmed. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. The device history record of osta for the lot indicated no anomaly with the event-related items below. Inspection. The exact cause of the event couldn't be exclusively identified, however based on the past investigation results, the peeling off of the tissue pad were possibly occurred because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse practitioner that during a total laparoscopic hysterectomy using the subject device, the coating of the upper jaw came off about 20 minutes after the surgeon started to use the subject device. The intended procedure was completed with another device. There was no patient injury reported.